Event description:
It was reported that the pt experienced a loss of therapeutic effect/increased spasticity, the hcp was considering diagnostic testing of the device. The hcp reported that the catheter was found to be fractured between the spinous process. The pump was near end of life, so the pump and catheter were replaced. The pt outcome was reported as "no injury". The pump was used to deliver lioresal.